Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump was note delivering any insulin. The amount shown in the reservoir stays the same and there it doesn't make any noise when it supposed to deliver. Customer states when he goes to bed his blood glucose could be 135 mb/dl and in the morning it would be 180 to 200 mg/dl. When the delivery anomaly occurred his blood glucose was 201 mg/dl and current is 210 mg/dl. His blood glucose tends to be high after he bloused. Troubleshooting was performed and customer stated he forgot to fill the cannula's dead space. Customer declined further troubleshooting since the insulin pump wasn't working. Customer is returning the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.